Event description:
It was reported that during preparation of a port placement procedure the catheter allegedly was wrapped into a twist and placed inside the box. It was further reported that the curved catheter couldn't be straightened back up, which increased the difficulty of implantation. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the powerport isp MRI 6f chronw/os products that are cleared in the us. The pro code and 510 k number for the powerport isp MRI 6f chronw/os are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. However, three electronic photos were provided for review. The first photo shows a clinician displaying a catheter which is noted to be kinked throughout and a cathlock was noted to be placed in the catheter body. The third photo shows the distal portion of the catheter which is noted to be kinked. The manufacturing site evaluation states, visual evaluation of the images provided showed a physician holding a chronoflex catheter in his hand, a cathlock was observed placed in the catheter body, in the image (sample 2) the catheter was observed to be interlocked, the image (sample 3) showed the catheter extended, multiple kinks were observed across the catheter body. Therefore, the investigation is confirmed for the reported twisted catheter issue. However, the investigation is inconclusive for the reported device damaged prior to use issue as the exact circumstance at the time of the event reported event was unknown. The root cause was determined to be manufacturing related issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. E1, g3, h4, h6 (component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during preparation of a port placement procedure the catheter allegedly was wrapped into a twist and placed inside the box. It was further reported that the curved catheter couldn't be straightened back up, which increased the difficulty of implantation. There was no patient contact.